Event description:
Ventilator was operating correctly, but then started peak pressuring while making strange sounds. Rt and rt removed patient from ventilator and manually bagged the patient while switching out ventilators. Upon removal of ventilator, the staff noted it smelled hot. Bio-tech examined the servo 300 ventilator and discovered the inductor in the gas module burned up. The inductor was replaced. As a precaution, the gas module assembly and pressure transducer was replaced.